Event description:
The biopsy channel, air/water channel, and auxiliary water channel were also tested and showed <1 colony forming units (cfus).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation, and the legal manufacture's (lm) final investigation. Corrected fields: b3, b5 (information inadvertently missed). Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Colony forming units (cfu): 2 cfu. Bacterial identification: micrococcaceae, bacillaceae. The device was evaluated where additional potential adverse events were confirmed, foreign material was noted adhered to the distal end and biopsy port. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation in regards to the positive culture, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU regarding this event: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Based on the results of the investigation in regards to the foreign material, a definitive root cause could not be determined. The foreign material could not be identified. However, it is likely the foreign material remained adhered to the device due to physical damage to the areas where it was detected as scratches were noted. This event is preventable by following the IFU: reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories) -precleaning the endoscope and accessories. -manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending.once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 7 colony forming units (cfus) of pseudomonas aeruginosa. The suction channel was sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.